Manufacturer narrative:
Visual inspection of the femoral head shows dark debris on the taper wall. It has also been noted that there are scuffs on the outer surface of the head. Dimensions were found conforming to print specifications where measured. The liner was returned in a condition that will not allow proper dimensional evaluation. It has also been noted that there is discoloration on the surface of the liner. Review of the device history records did not find any deviations or anomalies. Scanning electron microscopy confirms the presence of black debris on the head taper. Electron dispersion spectroscopy analysis of the dark debris in the head indicated a common element breakdown noted in femoral hip corrosion events. This device is used for treatment. It could not be confirmed if the devices were used in approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Product history search revealed no additional complaints against the related part and lot combination. A definitive root cause for the noted corrosion cannot be determined with the information provided.

Manufacturer narrative:
Other device used: catalog #unk, unknown zimmer cup, lot #unk. The cup has not been returned for review. It is reported that lysis was noted behind the cup; however this cannot be confirmed.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to metallosis and a pseudotumor.